Event description:
Pt brought in for revision of implanted catheter. On x-ray it was seen that the catheter was broken. Surgery cancelled and pt sent to another facility. Vascular surgery. The catheter was inserted on 10/8/96.